Manufacturer narrative:
Patient was explanted due to potential infection issues. Explanted devices were discarded on site therefore no analysis can be performed.

Event description:
(B)(6) was implanted with the enterra system on (B)(6) 2025 at the (B)(6) hospital by dr. (B)(6). During the same procedure, dr. (B)(6) also performed a pyloroplasty. A few days later, he confirmed that the pyloroplasty was leaking. Due to this complication, dr. (B)(6) repaired the pyloroplasty and removed the enterra system on (B)(6) 2025 because of the associated infection risk. Enterra personnel were not present for the explant and became aware of the event on (B)(6) 2025. It took several days to obtain confirmation from dr. (B)(6) regarding the details of the event and the date of the explant.